Event description:
Pump read "internal error." Nurse left the room to get assistance from another rn. When they returned, the pump had exploded leaving the rear section still mounted on the pole. Internal parts of the pump were on the floor and the battery was leaking. Nurse stated there was a "bad burning" smell when they returned to room.